Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath to perform the transseptal puncture the needle pierced the dilator. After inserting the sheath and the guidewire into the patient the guidewire was removed, and the non-boston scientific needle was advanced. The needle became difficult to move in the sheath and when they withdrew the system, they found the needle had pierced the dilator. A new needle and dilator were used but the issue occurred a second time. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
This is the second sheath mentioned in the event. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
This is the second sheath mentioned in the event. Upon receipt at boston scientific's post market laboratory the sheath and dilator were visually inspected, and the distal tip of the dilator was found to be bent, although there was no evidence of damage that would have occurred as the result of a needle perforating the device. Based on all the available information boston scientific confirms the allegation of a damaged dilator tip. The dilator was bent after withdrawing the device from the patient anatomy, indicating that it likely became damaged while inserting the dilator through the sheath. Investigators did not find evidence that an interaction with the needle would have been the cause of any damage seen in this dilator.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath to perform the transseptal puncture the needle pierced the dilator. After inserting the sheath and the guidewire into the patient the guidewire was removed, and the non-boston scientific needle was advanced. The needle became difficult to move in the sheath and when they withdrew the system, they found the needle had pierced the dilator. A new needle and dilator were used but the issue occurred a second time. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.